Manufacturer narrative:
The device was returned to the MFR. The failure was found to be the rocker switch. Repairs will be made to the device and returned to the customer.

Event description:
It was reported that the cast cutter saw would not turn off. There was no pt involvement or adverse consequences related to this event.